Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube and vibrator assembly however, found corroded keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, scratched reservoir tube window, cracked reservoir tube, broken belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump was submerged in water. The customer's blood glucose level was not reported. The product will return. Nothing further to report.